Manufacturer narrative:
The anchorfast device was not saved. The device history record (DHR) was reviewed, and it was found to be complete and accurate. A trend analysis was conducted and no adverse trends observed. The root cause of this separation cannot be determined. Hollister will continue to monitor this reported issue.

Event description:
It was reported that while the hollister anchorfast oral endotracheal tube fastener was on a patient, the clamp separated from the rest of the device. It was reported that it is not known how the clamp separated from the device. It was reported that the patient's sedation had been turned off the day before in anticipation of being extubated the next day and the patient was alert and oriented x3 with restraints and did not grab for the et tube. It was further reported that in the morning of the next day, the separation was found after responding to vent alarm. It was reported that the patient was extubated by rt and placed on nasal cannula. In addition, it was reported that the patient was stable on nasal cannula and was discharged 4 days later.